Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the device was put through extensive testing including full functionality testing without duplicating the report. The analog board and the top shield were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.